Event description:
The contact called indicating that the pt's meter has missing segments in the display. During troubleshooting it was determined that there were several segments missing from the hundreds, tens and units positions of the display. A request was made to have the meter returned for evaluation. In the meantime, a replacement unit was provided.